Manufacturer narrative:
Added imaging evaluation results.

Manufacturer narrative:
(B)(4). According to the gore excluder aaa endoprosthesis instructions for use (IFU), warns that adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture.

Event description:
On (B)(6) 2008, the patient was treated for an abdominal aortic aneurysm (aaa) with two gore&#59397;excluder aaa endoprostheses. On (B)(6) 2016, the patient presented to the emergency department with chest pain. It was reported the patient had a ruptured aorta in a previously treated portion of the abdominal aorta. It was discovered that the endoprosthesis had migrated approximately 35 mm distally. It was reported the physician used three aortic extender endoprostheses (pla360400/14130845, pla360400/13973550, pla360400/14283260) proximally of the trunk to repair the rupture. The rupture was successfully excluded and the patient tolerated the procedure.

Manufacturer narrative:
Additional information added to the event description.

Event description:
On (B)(6) 2008, the patient was treated for an abdominal aortic aneurysm (aaa) with two gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient presented to the emergency department with chest pain. It was reported the patient had a ruptured aorta in a previously treated portion of the abdominal aorta. It was discovered that the endoprosthesis had migrated approximately 35 mm distally, reportedly causing a type I proximal endoleak which lead to the rupture. It was reported the physician used three aortic extender endoprostheses (pla360400/(B)(4), pla360400/(B)(4), pla360400/(B)(4)) proximally of the trunk to repair the rupture. The rupture was successfully excluded and the patient tolerated the procedure.